Event description:
A distributor reported that a patient expired when the pads failed to relay an electrical shock to the patient due to a possible disconnect. The incident that was reported to kimberly-clark, by reporter, occurred. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The sample of the product has not yet been received by kimberly-clark for evaluation.